Event description:
Pump reported to go into failure code 533:320:717:0000 during clinical use. The pump was infusing norepenepherine. When the failure occurred, the pt's b/p reportedly dropped from 120 to 60 systolic. The pt was given calcium chloride to help maintain the pt. The pump was swapped out and therapy continued. The failure code will result in an alarm and stop all channels in use. No add'l clinical info was available. No pt injury was reported and it is assumed that the pt returned to pre-incident status.